Event description:
Customer is reporting a centrifuge bowl leak. Name and function of complainant: same as reporter. Customer reported that after the first cycle finished returning, the instrument displayed system alarm 183. Customer opened up the centrifuge to look inside, did not see any problems, and closed the centrifuge. Upon resuming, customer received a blood leak alarm. Customer noted two drops of blood in the centrifuge. Customer stated it appeared to be coming from the top of the bowl. There was no blood to return to the patient; treatment was aborted. The patient was started on another instrument without problem. Customer stated the patient was stable. Customer did not return any product for investigation.

Manufacturer narrative:
A review of lot file b722 was performed. There were no non-conformances or alarms associated with this event type reported for this lot. Date of manufacturer: 07-2013. Expiration date: 07-01-2013. This lot met all release requirements. A review of the complaint file for lot b722 was performed. There was one other centrifuge bowl leak reported to date for this lot. No trends detected. No product was returned by the customer for investigation. Therefore, the root cause of the leak cannot be determined based solely on the information provided by the customer. (B)(4).